Manufacturer narrative:
(B)(4). To date the device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during initial testing of new console, false positives occurred with the rf wand. The wand was tested with other consoles and the issue did not occur.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The investigation confirmed the reported incident. The investigation isolated the failure to the stacked capacitors. However, the root cause of the failure could not be reliably determined. A review of the appropriate device history records indicated that this unit was released meeting all specifications.